Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient developed inflammation/swelling, watery discharge, and pus under the sensor patch and reaction spread to the size of the overlay patch. On (B)(6) 2025, the patient consulted a physician via phone who prescribed an oral antibiotic medication (amoxiclav, unspecified dosage). At the time of the report, the patient stated there was scar tissue in the area, but she was doing well. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration.